Event description:
It was reported that during an arthroscopic knee procedure using an ambient super multivac 50 ifs wand, the tip of the wand detached while inside the surgical site. The detached piece was successfully retrieved; however, the procedure was delayed an additional 30 minutes while the tip was located and removed. The surgeon opted to continue the procedure with a competitive product. There were no pt complications reported as a result of this procedure.